Manufacturer narrative:
Updated fields d10, and h11. Olympus confirmed that the event is detectable by handling the product in accordance with the following IFU. IFU operation manual ¿chapter 3 preparation and inspection section 3.3 inspection of the endoscope, inspection of entire endoscope¿. We confirmed that the event is preventable by handling the product in accordance with the following IFU. IFU operation manual ¿precautions¿, reprocessing manual ¿chapter 5 reprocessing of endoscope¿ ¿chapter 8 storage and disposal¿. IFU reprocessing manual ¿chapter 5: endoscope reprocessing¿ and check once again whether any of the above suspected causes have occurred during handling. In addition, please continue to carry out pre-use and regular inspections, and if any abnormalities are found, please consider repairing or replacing the product. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection where the customer's report of a cotton-like material on the control section was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material fibers were tangled in gap of scope cover. Olympus sampled the foreign material and subjected it to compositional analysis; it was confirmed that it was cellulose fibers (such as gauze). A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had a cotton-like material attached to the control section. The fixation part of the device, where the cotton-like material was stuck, seemed to have floated out a little. The event was discovered during inspection for use. There were no reports of patient involvement.